Event description:
It was reported by service report that the head left timing link was broken with sharp edges, and left siderail is stuck in the down position, and could not be locked in the upright position. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result- damaged head left timing link and siderail.